Manufacturer narrative:
H11. Corrected data: added information to a1 and a2. Was not previously submitted due to inadvertent oversight.

Manufacturer narrative:
Reference CAPA: 20-00141.

Event description:
Edwards received notification that a 27mm mitral valve was disabled via a valve in valve procedure after an approximate implant duration of 5 years and 1 month due to calcification leading to stenosis. A 26mm transcatheter valve was implanted with good result.

Manufacturer narrative:
H10:  additional manufacturer narrative : updated b5 and f10 per new information received.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) could not be reviewed as the serial number is unknown. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the cause cannot be determined; however, patient factors and progression of underlying valvular disease may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 27mm bioprosthetic valve underwent surgery for valve in valve procedure after an implant duration of approximately 5 years and 1 month due to calcification leading to stenosis. A 26mm transcatheter valve was implanted with good result. Patient was (B)(6) y-o at the time of implant. No other information was provided.